Event description:
Dr has suggested the pt consult a dermatologist. Injury is not considered a burn. Pt came in for a follow-up visit. Pt had a shoulder arthroscopy procedure. Pt mentioned discoloration area and told surgeon about it during the follow-up visit. It was noted that during the procedure the pt had a bear hugger on upper body and a thermal drape on the lower body. Pt had leggings on. Surgery lasted 50 minutes. Pt was in supine position and head was elevated for surgery. No treatment to this date has been given.